Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Implant date: x rays taken. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The impacted product is being captured as an unknown screw as it is unknown which screw was broken. The broken screw is one of the following listed screws: part #04.034.558s, lot #h703928, qty 1, part #04.005.538s, lot #h869033, qty 1, part #04.005.540s, lot #h877861, qty 1, part #04.005.524s, lot #3l34642, qty 1, part #04.005.530s ,lot #h879393, qty 1. Customer quality investigation: one x-ray of an 5.0mm ti locking screw w/t25 stardrive (p/n 04.005.5xx lot unk) was received. Based on the x-ray, the breakage of the screw occurred mid shaft, at the interface with the implanted tibial nail. Breakage of the screw was identified as the distal portion of the broken screw was off-axis from the proximal portion of the broken screw, the complaint is confirmed. No other issues were identified with the parts in the provided x-ray. As the screw was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the part/lot number could not be determined from the provided photos. No definitive root cause was able to be determined. During the investigation no product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that no revision surgery has been scheduled at this point or surgery to remove the broken screw.

Manufacturer narrative:
This report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a 6 weeks post op patient from a tibia fracture who had undergone an orthopedic procedure came and x-ray showed broken proximal locking screw in tibial nail. One screw is broken. Patient status was unknown. Concomitant devices reported: 11mm ti cann tibial nail-ex (part#04.034.558s, lot#h703928, quantity#1), 5.0mm ti locking screw w/t25 (part#04.005.538s, lot#h869033, quantity 1), 5.0mm ti locking screw w/t25 (part#04.005.540s, lot #h877861, quantity 1), 5.0mm ti locking screw w/t25 (part#04.005.524s, lot #3l34642, quantity 1), 5.0mm ti locking screw w/t25 (part#04.005.530s, lot #h879393, quantity 1). This is report for 01 of 01 of (B)(4).